Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms that were unable to be cleared. The pump was not within extreme temperatures. There was no impact to the customer's blood glucose level. It was indicated that the customer would administer manual injections for alternate insulin therapy.